Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unintended movement of the device, tissue damage and clip caught and deployed in the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and positioned in the a2p2 area. The decision was made to move the clip; however, when some m knob was removed, the clip initially did not move laterally. Then all of a sudden, it moved into the lateral commissure. The clip was inverted and tried to be retracted into the left ventricle without success as the clip became caught on the chords. The clip was implanted in the lateral commissure. It was noted the clip had created a small rift in the anterior leaflet and a small mitral regurgitation in the lateral commissure. Two additional clips were implanted in the a2p2 area, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Device codes: 3026 labeled . Internal file number - (B)(4). Device code 1536 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identifies no lot specific product quality issue. All available information was investigated and a definitive cause for the reported difficult delivery catheter (dc) shaft positioning issue in this incident could not be determined. The chordal entanglement was a result of the dc shaft positioning issue. The foreign body in patient and mitral valve tissue damage appears to be related to the procedural circumstances of the clip becoming entangled in the chordae. The reported patient effects of foreign body in patient and mitral valve tissue damage is listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.